Event description:
It was reported that the ventilator generated technical error codes indicating power error. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility replaced the dc/dc & standard connectors pc board. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.